Manufacturer narrative:
The reported field event premature battery depletion was not confirmed in the laboratory. The device interrogated normally with a programmer. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found. The cause of the reported premature battery depletion could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the device reached elective replacement indicator one month after a longevity estimate measurement was stable. The device received an alert for a long charge time after delivering a high number of shocks. The quick trip to elective replacement indicator was from the device stuck in relaxation for one month and the battery voltage not recovering. The device was explanted and replaced. No further information is available.